Event description:
It was reported that while in ireland, the patient received inappropriate therapy due to noise. Noise was reproducible when the patient adjusted himself in his chair and with weight applied to his arms. Lead was explanted and replaced once patient returned to the u.s.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient reported that he was told at the time of receiving the inappropriate therapies, that the rv lead was damaged.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.6cm was returned for analysis. Internal insulation abrasion was noted at 9.1-9.2cm and 9.6-9.7cm from the distal tip.